Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Manufacturer narrative:
On (B)(6).2021 the customer reported a pump error 38. She noticed insulin came into the reservoir compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label, scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. During motor rewind, the device returned a pump error 38. Unable to perform the displacement prime/seating, basic occlusion, force sensor and occlusion tests due to the recurring pump error 38. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 38 that may have occurred around the event date. The adapt tool in combination with the device's device history file confirm that multiple pump error 38 occurred on 07/19/2021 with the first three occurring at 10:25:47, 10:27:01, and 10:35:56. The case was cut open. After visual inspection, did not note any signs of insulin or moisture damage inside the reservoir compartment. There is corrosion on the home motor switch, and the rubber stopper of the motor slide is missing. There is also corrosion on/around the following: electrical board 1. The motor was tested outside the device, and it failed returning a pump error 38. In summary, the customer¿s report of a pump error 38 was confirmed during testing. The pump error 38 is due to a corroded home motor switch and a deformed rubber stopper. The customer's observation of insulin inside the reservoir compartment has not been confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement error alarm. The customer stated they were able to clear the alarm but not able to complete the rewind process. Customer reported that insulin was came into the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.